Event description:
It was reported that the doctor performed a primary total hip on the pt in 2008. The cup was revised in 2009. The cup was loose, had no ongrowth, and there was a yellowish fluid between the cup and the acetabulum.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.